Manufacturer narrative:
Additional information was provided that the laboratory reagent used was dade innovin.

Event description:
The customer complained of discrepant inr results between multiple patients coaguchek xs meters and a lab using an unknown reagent. On (B)(6) 2018, a patient was tested on (B)(4) and the result was 5.1 inr. The patient had a lab test within 7 hours and the result was 3.7 inr. On (B)(6) 2018, a patient was tested on (B)(4) and the result was 4.8 inr. The patient had a lab test within 7 hours and the result was 2.7 inr. On (B)(6) 2018, a patient was tested on (B)(4) and the result was 5.3 inr. The patient had a lab test within 7 hours and the result was 3.9 inr. On (B)(6) 2018, a patient was tested on (B)(4) and the result was 8.0 inr. The patient had a lab test within 7 hours and the result was 5.4 inr. On (B)(6) 2018, a patient was tested on (B)(4) and the result was 5.0 inr. The patient had a lab test within 7 hours and the result was 3.2 inr. On (B)(6) 2018, a patient was tested on (B)(4) and the result was 7.0 inr. The patient had a lab test within 7 hours and the result was 4.7 inr. The customer stated the meters may be a mix of clinic owned meters and patient's personal meters. The customer did not provide any therapeutic ranges for the patient. None of the patients have antiphospholipid antibodies and believes they are only on warfarin. The customer did not have any further patient information to provide. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to correction/removal report no.